Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The patient experienced a fever, abdominal pain and vomiting as a result of the peritonitis. The patient was hospitalized for the event and treated with unspecified antibiotics. Therapy was ongoing. Retraining of aseptic technique was planned. The patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.